Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patients ipg site had an infection. A symptom of redness, swelling, pus and weeping at the pocket site. Was noted. The patient was given antibiotics. The patient underwent an ipg explant procedure. The physician did not believe the infection were device related.